Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was poking out. The physician mentioned that the ipg was implanted a little too close to spine, hence the device was pressed up against the spine or midline causing discomfort and shocking sensation even when battery is charging. It was also noted that the patient could no longer charge the ipg. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was repositioned a little bit more lateral.